Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 11jan2024. The device evaluation found the noisy image was due to a defective charge coupled device. The angulation knob had a leak. The bending section cover glues separated. The connector was cracked. The distal end was scratched. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. In addition to evaluation in b5, the distal end and connector had defects. There was air/water leakage in the control section. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the endoeye displayed a compromised image. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: a three-dimensional (3d) imaging issue. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed 3d image failure could not be determined, however, the issue was likely due to an and ingress of water into a damaged charged coupled device (ccd) unit as a result of user handling/mishandling, causing damage to the internal cover of the video connector and or the image sensor unit. The event may be detected/prevented by following the instructions for use sections below: ltf-s300-10-3d operation manual chapter 3 preparation and inspection 3.7 inspection of the endoscopic system_ inspection of the endoscopic image. Ltf-s300-10-3d reprocessing manual chapter 1 general policy 1.4 precautions perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.